Event description:
It was reported that patient had difficulty charging the ipg. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Exact date unknown, event occurred in approximately several months ago from date manufacturer was made aware.